Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer noted that the instrument has been properly reprocessed before return. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the scope body and up/down angulation control knob. The event can be prevented by following the instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope as part of the asset return process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water tube and cylinder had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a crack on the scope body and damage on the up/down knob, the insulation resistance value at the distal end did not meet the standard value due to a scratch on the scope cover, the image had a partially dark area due to a scratch on the objective lens, the play of the up/down and right/left knobs did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked, universal cord was wrinkled, and the multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.